Event description:
The user facility reported after the conclusion of a patient procedure with the patient in beach chair orientation, the or staff attempted to level the surgical table when the table rapidly slid toward the leg section. In addition, the user facility reported hearing a "clunking" sound when leveling the surgical table. No alerts or error messages were shown on the hand control. No report of injury or procedural delays or cancellations.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and was unable to duplicate the reported event. The technician positioned the table and leveled it several times as well as inspected the slide motors and gears, the wiring, and the hand control for damage but did not observe any malfunction. The technician was told a bovie unit was stored on the base of the table at the time of the reported event. In the event of a slide function error, the hand control displays a wrench symbol (with a number 27-30); however no wrench symbol was displayed on the hand control. The table has been removed from service and steris service engineering discussed the event with the technician. After review by steris engineering, the technician will replace the slide motor assembly and slide sensor. The slide motor assembly will be returned for evaluation/testing. As indicated by the user facility, the reported "clunking" sound may have been attributed to the storage of a bovie unit on the base of the table at the time of the reported event. The operator manual's warning states, "do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement that could place the patient and/or user at risk of injury."